Event description:
Customer reported a broken pump screen that remained black and non-functional, rendering it unreadable. There was no adverse impact to the customer's blood glucose level since no specific value was reported. The pump is being returned for evaluation, and a replacement was provided.